Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion biliary dilation balloon catheter. The balloon was not lubricated and negative pressure was not applied (this is against the instructions for use). The balloon catheter was advanced through the accessory channel of the endoscope and into position for dilation. Dilation was successful. As the balloon was being withdrawn from the pt and the endoscope, the balloon lodged on the elevator of the endoscope and became damaged. At this time, the balloon separated from the catheter and remained in the gastrointestinal tract of the pt. The balloon was grasped with forceps for endoscopic removal, but the balloon became free inside the pt's stomach. The physician left the balloon to pass naturally through the gastrointestinal tract. No additional medical procedures were required, due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report of balloon separation from the catheter. The balloon has separated from the catheter and was not included in the return. The catheter exhibits evidence of the balloon application process. Based on our analysis of the returned catheter, a product discrepancy or anomaly that could have contributed to this event was not observed. The catheter is kinked in several areas and exhibits a severe kink near the intraductal exchange (ide) port near the distal end of the catheter. The ide port also exhibits a slight tear. The wire guide port near the proximal end also exhibits a severe kink. Two of the printed areas of the catheter exhibit a scuffed area, suggesting excessive pressure had been applied to the catheter when advancing or withdrawing the catheter through the accessory channel of the endoscope. Two bands that are applied to the catheter and located under the balloon material are no longer present on the balloon catheter. The bands were not included in the return and the current location of the bands is unk. The length of the catheter measures 190cm which is longer than the mfg spec. This suggests the catheter underwent severe tensile stress creating stretching of the catheter tubing. Stretching of the catheter tubing is likely to have caused an increase in the tubing outer diameter resulting in separation of the bands and catheter. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: the info provided indicated the physician was withdrawing the balloon through the accessory channel of the endoscope when it became lodged on the elevator and the balloon detached in the pt. Application of excessive pressure in response to the balloon lodging on the elevator of the endoscope is the most likely cause for device damage as well as balloon and band separation from the catheter. If excessive pressure was applied to the balloon catheter while attempting to remove a balloon that had not achieved full deflation, this could have caused the reported event. To deflate the balloon, the instructions for use indicate the balloon pressure should be decreased below 20 psi. The user is instructed to create and lock in negative pressure. Negative pressure is to be maintained and the user is instructed to observe balloon for complete deflation. The user in instructed to repeat these steps as necessary until the balloon is completely deflated. The instructions for use caution the user that complete balloon deflation must be achieved before withdrawal from the endoscope. The instructions for use caution that a compromised balloon may prevent removal from the accessory channel, requiring removal of the endoscope along with the balloon. The additional info provided indicated the balloon did not receive lubrication and negative pressure (i.e. Vacuum was not created) prior to advancement through the accessory channel of the endoscope. This could have damaged the balloon during advancement through the accessory channel and beyond the elevator, causing difficulty with full deflation upon completion of the dilation. If the balloon would not fully deflate, this could have caused the reported lodging on the elevator of the endoscope when the physician was removing the balloon from the endoscope. The instructions for use direct the user to apply a water soluble lubricant to the balloon prior to advancement through the endoscope. The instructions for use also direct the user to create and maintain a vacuum with the inflation device. Once the vacuum is achieved, the instructions for use indicate the balloon is ready for placement through the accessory channel of the endoscope. These activities will aid in the device preservation. Prior to distribution, 5 pieces from each lot is subjected to a test to ensure device integrity. (For lots smaller than 25 pieces, 2 pieces are tested.) During the test, the outer diameter vs. Pressure is measured/verified. A review o f the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use and this occurrence may be related to product handling factors. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based in this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The liklihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for trends.